Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2003. Medical records provided indicate patient was revised on (B)(6) 2012 due to metallosis, wear, elevated metal ion levels and trochanteric and acetabular osteolysis. No further information has been provided to date. The head and cup were removed and replaced with biomet product. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces" number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01018 and 02138).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2012. No further information has been provided to date. The head and cup were removed and replaced with biomet product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent total hip arthroplasty and further reported patient allegations of personal injury. Additional information provided in patient medical records indicates that a left hip arthroplasty procedure took place on (B)(6) 2003. Patient medical records further indicate that a left hip revision procedure took place on (B)(6) 2012 due to metallosis, wear, elevated metal ion levels and trochanteric and acetabular osteolysis. The modular head and acetabular cup were removed and replaced. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.